Event description:
It was reported that an ilet user could not deliver a meal due to a ¿dosing stop soon¿ alert while operating in bg run mode without a cgm prior to an MRI; a fingerstick reading confirmed hyperglycemia at 321 mg/dl after a morning value of 298 mg/dl, and the user was educated that bg run mode requires a glucose entry every 4 hours and only lasts 72 hours, after which they chose to use backup subcutaneous insulin therapy. Symptoms included hyperglycemia. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper procedure, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.